Event description:
It was reported that one day post-operatively the right atrial (ra) lead exhibited a position check failure and was suspected to have displaced based on current electrograms (egm) suggest atrial pace is capturing in ventricle. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.